Manufacturer narrative:
Additional information was received on july 2, 2015. The event of bump on right knee was updated to bump on right knee/swelling at right knee. The information regarding the severity for the events was added. The outcome for the events of sore right knee/ lack of efficacy was updated from unknown to recovered. The outcome for the events of redness in her knee right after the injection, very sore left knee/ left knee pain had decreased some/ pain in knee and she couldn't stand was updated from not recovered/ not resolved to recovered. The outcome for the events of patient could not walk, could not bear weight on the left leg, bump on right knee/swelling at right knee, bump on left knee that was warm to touch and very sore swollen left knee/ bump on left knee was updated from recovering top resolved. The date of resolution of all the events was added. The company causality was updated from unlikely to possible. The seriousness criterion of required intervention for the event of bump on right knee/swelling at right knee was added. The patient's clinical course was updated and the text was amended accordingly.

Event description:
Based on the additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as seriousness criteria of required intervention for the event of very sore left knee; left knee pain had decreased some; pain in knee was added. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a pt. This case was cross-referenced with case: (B)(4) (same pt). This case concerns a (B)(6) female pt who experienced redness in her knee right after the injection; pt could not walk, she couldn't stand, could not bear weight on the left leg, bump on right knee, very sore swollen left knee; bump on left knee, bump on left knee that was warm to touch and sore right knee; lack of efficacy and very sore left knee; left knee pain had decreased some; pain in knee after receiving treatment with synvisc one. No relevant medical history, concomitant medications and concurrent conditions were reported. The pt previously had synvisc (3 injections series) 4 yrs ago (2011) which took 1 month to see improvement. On(B)(6) 2015, the pt received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into both the knees for osteoarthritis. On the same day, the pt experienced redness in her knee right after the injection. On (B)(6) 2015, 2 days after initiating treatment with synvisc one, pt experienced pain. On (B)(6) 2015, the pt developed a bump on the right knee and a sore right knee. The pt applied ice and took diclofenac potassium (voltaren) for treatment. The pt compensated for the sore right knee by using the left leg more as her left knee was fine. On 5(B)(6) 2015, 9 days after the injection, the pt walked more than usual, and later that day a bump appeared on her left knee and experienced a very sore, swollen left knee which was warm to the touch. The pt could not walk or bear weight on the left leg. The pt attended the emergency dept and was prescribed naproxen (vimovo) and also took paracetamol (tylenol) for pain. On (B)(6) 2015, the left knee pain had decreased some and the pt was unable to walk properly. The pt went back to her treating physician and received a cortisone injection in her left knee, which made her feel better. It was reported that the pt took anti-inflammatory and diclofenac potassium for pain. On (B)(6) 2015, the left knee was improving some and the pt could walk some. The right knee had barely any pain, a small bump and was tolerable. At the time of the report, her left knee currently hurts more than the right. Corrective treatment: not reported for redness in her knee right after the injection, pt could not walk, she couldn't stand, could not bear weight on the left leg and bump on left knee that was warm to touch. Outcome: unk for sore right knee; lack of efficacy, not recovered, not resolved: redness in her knee right after the injection, very sore left knee; left knee pain had decreased ; some pain in knee and she couldn't stand. Recovering: pt could not walk, could not bear weight on the left leg, bump on right knee, bump on left knee that was warm to touch and very sore swollen left knee; bump on left knee.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc #(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for very sore left knee; left knee pain had decreased some; pain in knee. Additional information was received on (B)(6) 2015. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 6(B)(6) 2015. This case initially considered as non-serious was upgraded to serious as seriousness criteria of required intervention for the event of very sore left knee; left knee pain had decreased some; pain in knee was added. Event verbatim was updated from sore right knee; very sore left knee; lack of efficacy; left knee pain had decreased some to sore right knee; lack of efficacy. Event outcome of the vent of sore right knee; lack of efficacy was updated from not applicable to unk. Indication for suspect product was updated. Clinical course updated. Text was amended accordingly.